Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced pain at the implant site with device use. The recipient underwent repositioning surgery. The recipient is now experiencing loss of sound. External equipment was exchanged, however, the issue is not resolved. Revision surgery is scheduled.